Event description:
It was reported that during a cryoablation procedure, two iceforce needles had insulation failures, resulting in ice down the entire needle to the patient's skin. The issue was noticed right away and sterile saline was dripped at the skin site throughout the case. The case was completed with no patient injury. The needles will be returned for investigation. This complaint is associated with the second needle. Refer to MDR# 9616793-2020-00006 for the first needle.

Manufacturer narrative:
The needle with the reported frost formation on the needle shaft was returned to the manufacturer for investigation. The frost shaft temperature was found to be below specifications. Frost formed along the needle shaft upon testing, conffirming the reported complaint. Needle disassembly did not reveal any soldering gaps or flux residual between the needle vacuum sleeve bubble test. The needle lot manufacturing records were reviewed, and no vacuum sleeve defects were recorded within the needle batch.

Event description:
This follow up MDR is to document the manufacturers investigation of the defective needle. No further follow up or investigation is anticipated for this event.